Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump was delivering not enough insulin. Customer stated that sometimes she was getting too much insulin and sometimes not at all. Customer reported that she had not been in the hospital of insulin pump related issues yet but, that customer was worried that if it was not taken care of soon that she will be in hospital. No harm requiring medical intervention was reported. The insulin pump and reservoir will not be returned for analysis.